Event description:
It was reported that the single-port monopolar curved scissors (mcs) instrument's dark grey tip was wearing at the top. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have scratch marks/abrasions on the instruments tube adapter. There was no material missing. An in-house mcs tip was installed onto the instruments tube adapter with no issues. The instrument was installed on an in-house system and passed the recognition and engagement tests. The mcs tips opened and closed properly. The complaint was confirmed by failure analysis. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.